Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a customer experienced a leak on the cassette. This event was reported to occur during use. There was no injury recorded nor medical intervention related to this event. No additional information is available.